Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels; no bg values were provided. Customer alleged the fluctuating bg levels were caused by the pump "shooting out insulin in spurts". Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.